Event description:
Per the clinic, the patient experienced a skin breakdown and infection over the tranducer site. The patient was treated with topical and oral antibiotics, however, treatment was unsuccessful.subsequently, the patient was placed under general anaesthesia on (B)(6) 2026, to explant the device. There are no plans to reimplant the patient with a new device as of the date of this report.